Event description:
It was reported that an unspecified malfunction alarm occurred, and that the cartridge was leaking. Customer¿s blood glucose level was 197 mg/dl. The customer reverted to a backup insulin pump for insulin therapy, and a replacement pump was sent.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified; however, the leaking cartridge allegation could not be verified.